Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from chinese to english: liquid leakage is found during use of the product; the sample cannot be returned, but a video is provided; green claims are required, and a complaint response letter and acceptance letter are required.

Manufacturer narrative:
E. Full facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the videos submitted for evaluation. The videos show a slip tip syringe inserted into the septum of a q-syte connector. The opening of the male luer was closed off with a finger. As the syringe plunger was held down, a stream of liquid leaked from the top body of the connector in two locations for video 1 and one location for video 2. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Without the physical sample, further investigation could not be performed to identify a root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information: it was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from chinese to english: liquid leakage is found during use of the product; the sample cannot be returned, but a video is provided; green claims are required, and a complaint response letter and acceptance letter are required.